Event description:
It was reported that pump experienced malfunction alarm with code displayed on pump screen, and no notable events occurred beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance from support staff, confirmed that malfunction code did not recur after reset, and was advised to continue using pump and to call back if problem returned, with no additional information reported regarding any further outcome.